Manufacturer narrative:
The correction of b5 describe event or problem deem required. This is based on the internal evaluation. Previous b5 describe event or problem: on 19th july, 2024 getinge became aware of an issue with one of surgical lights - volista standop. It was stated that while surgeon tried to move the lamp at the beginning of surgery, part of the lamp fell off. There was no injury reported, however we decided to report the issue in abundance of caution as part of the lamp falling off could cause serious injury. Corrected b5 describe event or problem: getinge became aware of an issue with one of surgical lights - volista standop. It was stated that while surgeon tried to move the lamp at the beginning of surgery, headlight axle screws had come loose, causing the headlight to separate from the axle. It was confirmed by photographic evidence the headlight detached from fork and was hanging on the cables. There was no injury reported, however we decided to report the issue in abundance of caution as headlight falling off could cause serious injury. The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. Getinge became aware of an issue with one of surgical lights - volista standop. It was stated that while surgeon tried to move the lamp at the beginning of surgery, headlight axle screws had come loose, causing the headlight to separate from the axle. It was confirmed by photographic evidence the headlight detached from fork and was hanging on the cables. There was no injury reported, however we decided to report the issue in abundance of caution as headlight falling off could cause serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during surgery. The root cause of this breakage is due either to a missing screw or screw(s) loose at the junctionlocation between the fork and light head racket . - the lack of markings on metal at the screw location is concrete evidence of a screw missing during manufacturing on the assembly line at maquet sas. - about the loose screws, it has been established that the lock washer was not efficient enough. This control process has been reinforced since january 2016 and the check of the presence of these 3 screws is now required. To prevent these screws to become loose they are now pre-coated with glue. This incident corresponds to a light head manufactured before 2016. To prevent any similar issue, maquet decided to perform a field action for all cupolas manufactured before december 2016. It requires to replace the 3 fixing screws by 3 pre-coated screws with threadlocker. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Getinge became aware of an issue with one of surgical lights - volista standop. It was stated that while surgeon tried to move the lamp at the beginning of surgery, headlight axle screws had come loose, causing the headlight to separate from the axle. It was confirmed by photographic evidence the headlight detached from fork and was hanging on the cables. There was no injury reported, however we decided to report the issue in abundance of caution as headlight falling off could cause serious injury.

Manufacturer narrative:
E1i event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer

Event description:
On 19th july, 2024 getinge became aware of an issue with one of surgical lights - volista standop. It was stated that while surgeon tried to move the lamp at the beginning of surgery, part of the lamp fell off. There was no injury reported, however we decided to report the issue in abundance of caution as part of the lamp falling off could cause serious injury.